Event description:
It was reported the patient had not been happy with their pump. The patient was currently on a diluted baclofen concentration and the pump was programmed to min rate. It was still too much for the patient as their legs were "excessively loose." The healthcare professional (hcp) wanted to fill the pump with saline today. It was further reported they filled the patients pump with saline and were going to see how she does getting no intrathecal baclofen for a few months.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).